Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they had replaced pressure sensor harness. Performed calibration. A review of the device history record for sn (B)(4) was performed from 04/14/2014 to 08/19/2019 and confirmed that this device was previously returned for issues unrelated to the complaint or service history. The database showed no production failures were on record for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Has a bad pressure sensor. (B)(4).